Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump primed properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 273 mg/dl. The insulin pump had no delivery alarm. The customer was advised to hold down act until they receive second series of beeps and numbers appear on the display. Customer stated they was not receiving second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.